Event description:
It was reported a patient underwent an olif surgery. During the surgery, the tip snapped. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Product was returned. Visually confirmed approximately ~45 mm of the instrument tip was broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow, with the tip just below the fracture. The surfaces were plastically deformed, consistent with torsional overload.